Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced occasional far field r-wave (ffrw) oversensing that was falling into atrial refractory periods. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.